Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abnormal uterine bleeding ('abnormal uterine bleeding') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure ablation performed on the same day of essure insertion". The patient's medical history included abnormal uterine bleeding. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abnormal uterine bleeding (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). Essure was removed on (B)(6) 2019. At the time of the report, the abnormal uterine bleeding and dysmenorrhoea outcome was unknown. The reporter considered abnormal uterine bleeding and dysmenorrhoea to be related to essure. The reporter commented: -3 coils were visible from each ostia at the conclusion. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: specimen(s) received: uterus, cervix, bilateral tubes final diagnosis; uterus, cervix, fallopian tubes, hysterectomy and bilateral salpingectomy: uterus and cervix: acute and chronic cervicitis. Benign weakly proliferative phase endometrium. Changes consistent with endometrial ablation. Adenomyosis. Serosal adhesions. Fallopian tubes: benign fallopian tubes. Essure coils (gross diagnosis). Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: abnormal uterine bleeding and dysmenorrhoea , medical device monitoring error quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-nov-2021: mr received. Reporter information, device removal details, medical history added. Date of insertion updated. Previously reported event injury updated to event abnormal uterine bleeding. Event: novasure ablation performed on the same day of essure insertion and dysmenorrhea added. Case became serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abnormal uterine bleeding ('abnormal uterine bleeding') in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure ablation performed on the same day of essure insertion". The patient's medical history included abnormal uterine bleeding. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abnormal uterine bleeding (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). Essure was removed on (B)(6) 2019. At the time of the report, the abnormal uterine bleeding and dysmenorrhoea outcome was unknown. The reporter considered abnormal uterine bleeding and dysmenorrhoea to be related to essure. The reporter commented: -3 coils were visible from each ostia at the conclusion diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: specimen(s) received: uterus, cervix, bilateral tubes final diagnosis; uterus, cervix, fallopian tubes, hysterectomy and bilateral salpingectomy: uterus and cervix, acute and chronic cervicitis, benign weakly proliferative phase endometrium, changes consistent with endometrial ablation, adenomyosis, serosal adhesions, fallopian tubes: benign fallopian tubes, essure coils (gross diagnosis). Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: abnormal uterine bleeding and dysmenorrhoea , medical device monitoring error quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-nov-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.